Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dirt was found on the bd¿ threaded lock cannula before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about fm (dirt) found on the product before use."

Event description:
It was reported that dirt was found on the bd¿ threaded lock cannula before use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about fm (dirt) found on the product before use.".

Manufacturer narrative:
H6: investigation summary. Five photos and one sealed packaged threaded lock samples, confirmed to be from batch #0049322 (p/n 303369), were received. The sample was visually evaluated. The shield was observed to have numerous foreign matter particles embedded in the cannula¿s shield. The fm was identified as burnt plastic. Some particles were larger than level 3 in size, which is rejectable per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. . No corrective actions are necessary based on the defective rate identified. Batch 0049322 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.